Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer number one had failed and required maintenance. A field service engineer inspected the drawers and observed light emitting diodes (leds) on the module controller were not illuminated. Field testing of the drawer controller showed tp505 and tp502 resistance less than 1k ohms. Replaced the drawer controller, but upon power up leds on the module controller remained off. Observed pyxibus module controller power light illuminated, but drawer status leds were not. Replaced the pyxibus module controller. Allowed system to boot into the med application, configured new controller, and performed final testing all functions verified. The system functioned as intended after the field service engineer repaired the device.